Manufacturer narrative:
08/06/1999-supplemental report #1 sent to FDA. Device not received for evaluation.

Event description:
The device was used during a pan protocolectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.